Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty removing air bubbles from the cartridge and wasting insulin. Although requested by tandem technical support, the customer declined to perform troubleshooting. There was no reported adverse impact to the customer's blood glucose level.